Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated and low blood glucose levels ranging from "40 mg/dl to 300 mg/dl". No adverse event was reported. The infusion device was returned for product evaluation.